Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer¿s blood glucose (bg) level was displayed as ¿high; however, a specific value was not provided. The customer administered a manual injection and changed site the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.